Event description:
Caller reported a cartridge alarm 30 with their pump, which did not lead to the customer's blood glucose level exceeding 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. As a corrective measure, cts decided to replace the pump and informed the caller that the replacement would have updated software and training available via tandem source account. The caller acknowledged and understood the instructions provided, including placing the pump in storage mode before returning it and using an alternate form of insulin therapy to maintain insulin delivery. The replacement pump was shipped, with signature required for delivery, and cts confirmed the address for the shipment.